Event description:
A malfunction alarm was reported, identified as malfunction code 12, and the issue led to the technical support's decision to replace the pump. The details regarding any adverse impact on the customer's blood glucose level were unknown. The customer was instructed to switch to a manual insulin delivery method (mdi) as backup therapy while waiting for the replacement, and the pump was confirmed to be under warranty. Technical support advised the customer on how to put the pump into storage mode and arranged for the return of the faulty pump using a pre-paid label, which the customer acknowledged and understood.